Manufacturer narrative:
Manufacturing narrative: a trend analysis shows that there are no increased trends of medical complaint for the reported lot number 13961. A batch record review of lot 13961 did not reveal any deviations or other observations that indicate any product deficiencies. All chemical and microbiological test results were within the specification limits.

Event description:
Case reference number (B)(4) follow up report 1. The patient has previously been treated with azzalure in glabella on (B)(6) 2015 and (B)(6) 2015. Follow-up information obtained on 03-feb-2016: lot number was provided and a batch record review has been performed. Information regarding previous treatment with azzalure in glabella was added. At the time of the report the events were not recovered/not resolved.

Manufacturer narrative:
(B)(4). Meddra preferred term codes: (B)(4) implant site necrosis; (B)(4) implant site pain; (B)(4) implant site swelling. (B)(4). CAPA comments: the events are already addressed in the instructions for use (IFU). It is stated in the warning section in the IFU for the restylane skinboosters range of products that the product should not be injected intravascularly. As for other injectable medical devices inadvertent injection into blood vessels could potentially lead to vascular occlusion ischemia and necrosis. No remedial action/corrective action/preventive action/field safety corrective action will be initiated. Manufacturing narrative: lot number was not reported and a batch record review and trend analysis cannot be performed. Pharmacovigilance comments: a causal relation between the events and the treatment procedure seems possible. The injection technique may have contributed to the events. The reported events are addressed in the label. The case is assessed as serious due to the intervention required to prevent permanent damage to body structure.

Event description:
Case reference number no(B)(4) is a spontaneous report sent on 14-jan-2016 by a nurse which refers to a female aged (B)(6). The patient's medical history was not included. On (B)(6) 2016, the patient received treatment with 1 ml restylane vital lidocaine (unknown lot) in glabella (0.2 ml) and the wrinkles around the mouth (0.3 ml) with unknown needle and unknown technique. No signs of blanching directly after the injection. 1 day later, on (B)(6) 2016, the patient experienced suspected necrosis(implant site necrosis) at forehead and glabella. 1 day later, on (B)(6) 2016, the patient experienced pain in forehead( implant site pain) at forehead and glabella. 2 days later, on (B)(6) 2016, the patient experienced swollen (implant site swelling) over the eyes, forehead and glabella. 1 day later, (B)(6) 2016, the patient contacted the reporting nurse complaining over pain in the forehead. Patient was also blue-black in the forehead. She has be taking paracet [paracetamol] to reduce to pain. Reporter adviced the patient to massage the area and use heat packs. On (B)(6) 2016, patient visited the reporter. The area was swollen and the reporting nurse suspects a necrosis. Nitro paste [glyceryl trinitrate] was applied. The responsible physician was contacted. A consulting physician was also contacted to provide treatment advice. On (B)(6) 2016, patient was injected with 1 ml hyalase [hyaluronidase] by the reporting nurse and prescribed dalacin [clindamycin hydrochloride]. On (B)(6) 2016, patient reported that she was more swollen around the eyes. The patient visited the responsible physician and received 8 ml hyalase. Patient was also prescribed paralgin forte [paracetamol], betapred [betamethasone sodium phosphate], and pinex forte [codeine phosphate][paracetamol]. At the time of the report the events were not recovered/not resolved.